Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse delivery during the pulse test. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed pulse delivery during the pulse tst and all power supplies on the c/a board were shorted. The root cause for the shorted power supplies is likely the pulse delivery failure during the pulse test. The root cause for the pulse delivery failure cannot be positively determined. A review of the last patient's flag files revealed no faults that would indicate this nonconformance was present during patient use. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any problems.